Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that hole in the IV tubing, leaking all over. Hole leak appeared to be after loading into pump and 1/2 way to the pt.

Manufacturer narrative:
The sample was sent in for evaluation under fedex (B)(4), however, the sample is stuck in customs hold by fedex. The sample has been asked after and is unavailable. Sample investigation will be re-opened and completed if the sample becomes available. No product or photo was returned by the customer. The customer complaint of tubing leaking could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.